Event description:
The customer reported that the companion 2 driver exhibited a "right pressure incorrect" alarm while supporting a patient. The customer also reported that the alarm resolved for a few hours when he increased the pressure, but the driver exhibited the "right pressure incorrect" alarm again in the morning. There was no patient impact, and the patient is still being supported by this driver. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.